Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. Customer states the pump was not stored or not in use for an extended period of time. Customer experienced multiple unexpected restart alarms after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test.